Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Visual inspection of the device confirmed arc marks present on the device case. Information contained in the device memory shows that the device was programmed out of storage mode on (B)(4) 2010. Stable weekly impedance measurements were recorded through (B)(4) 2011. On (B)(4) 2011, a shock impedance fault was recorded. Additional measurements recorded by the device were consistent with damage incurred by shocking into a shorted lead.

Event description:
Boston scientific received information that this device, which was not affected by a product advisory issued to physicians since (B)(6) 2005, was explanted for an unspecified reason. To date, no adverse patient effects were reported with this clinical observation. The device was returned for reliability analysis.